Event description:
In primary surgery, a size 5 mbt tibial tray was implanted on a well-exposed tibial cut surface using biomet cobalt cement. The femur and patella were implanted at the same time using the same batch of cement. After the cement appeared to have cured, the physician noted that the tibial tray appeared loose. The tray was removed with little effort and appeared to have no cement adhesion to its undersurface. The tibia was prepared again and a size 6 tray was implanted. The cement did appear to have stuck to the bone. The surgical procedure was delayed 1-1/2 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.